Event description:
Reporter alleged blood glucose device generated a reading outside the reading range of the meter. It was stated the meter read 700 mg/dl. No actions were taken or treatment rec'd as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.